Event description:
It was reported that continuous glucose monitor displayed error message while g7 sensor was in use. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions, guided caller through pump reset, and issue did not recur after reset.